Event description:
It was reported that the patient's left hip was revised due to the t3 modular hip stem breaking at the junction of the proximal body and distal stem. Both parts of the stem, head, and liner were revised to a restoration modular stem with another head and liner. Rep confirmed there are no allegations against the revised head and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.